Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was slow to connect and "hung up at 0%" when connecting to the pump since the patient got the device. The patient could not connect and retry. It was noted that the patient got 8 boluses per day. Patient services assisted the patient in clearing data and resetting the handset and communicator and the devices connected to the pump. Patient services recommended that the patient monitor the devices and call back for assistance if necessary. The patient mentioned that they had data cleared before and it did not help for very long. Patient services recommended clearing data more often. Troubleshooting steps taken on the call resolved the issue.